Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shock during a procedure where electrocautery was used on the left arm during an unrelated procedure. Upon interrogation, it was found that there was an inappropriate shock delivered due to near field and far field noise. It was noted that there was no magnet over the device when the shock occurred. Magnet was placed over the device post shock for the remainder of the procedure. Capture threshold, sensing and impedance were all found to be stable at post surgical interrogation. Patient was stable.